Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation-requested, not provided. 510(k) no: k130280. The actual sample was received by for evaluation. Visual inspection revealed no obvious anomalies, such as a break, in the appearance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. Bovine blood arranged to (hb12.0 g/dl, temp.37oc, ph:7.4, svo2:65% and pvco2:45mmhg) was circulated in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flow rate of 2l/min. And 1l/min. Result:o2 transfer: @2l/min.= 119ml/min. @1l/min.= 68ml/min; co2 removal: @2l/min.= 102ml/min. @1l/min.= 61ml/min. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting manufacturer specifications. During the gas transfer test, the color of blood in the arterial line was compared with that in the venous line and found to be brighter red than that in the venous line. A review of the device history record and product release decision control sheet of the involved product code/lot number combination revealed no findings. IFU states: start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. (Initiation of bypass-warnings): measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. During perfusion-warnings): a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used . Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that the volume of supplied o2 might have come to be insufficient for the o2 consumption volume that increased due to the patient's metabolism activated by the rewarming, resulting in a decrease in svo2; a blood clot might have formed in the oxygenator and prevented the gases from being transferred sufficiently; water drops might have been generated due to the wet lung phenomenon and prevented the gases from being transferred sufficiently. With the involved pump record not available and no anomaly noted in the rinsed actual sample, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox device was used on the patient. Taking the normal protocol, it entered to the pump. They already had 70 min in the pump when the arterial blood started to be venous (the line of the pipeline was very dark). The green line was disconnected that goes to the blender to connect directly to the anesthesia machine to recover oxygen; however, there were no changes. They then sent for an oxygen tank which was full, and connected the line, and there were no changes; another tank was brought, and again there were no changes. Processing the arterial gasometry, there was one po2 of 19, at that moment they decided to change the oxygenator, and when they changed the system, the color of the arterial blood changed. The surgery was a fallot tetralogy correction. The patient was in stable condition with vasopressors in the lapse of anuria which was already corrected. The patient was sedated that is why they could not evaluate the neurological state. The planned correction was performed.